Event description:
An attorney alleged the patient "suffered physical and other injury as a result of the recalled lead." It was also alleged the patient "sustained severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages." Further alleged was the patient "died as a direct and proximate result of defects in [the lead]" and "suffered bodily injury and resulting pain and suffering, disability, disfigurement, mental anguish, loss of capacity of enjoyment of life, shortened life expectancy" and economic damages, prior to death. Review of the manufacturer's database verified the patient death. No allegation was received from a hcp that the death was lead related. Cause of death was researched, but not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Our records indicate the patient expired more than one year ago. We have no information from a hcp (healthcare professional) to suggest the death was lead related. It is not known if the lead was explanted post-mortem. The cause of death has been researched, but has not been received.